Event description:
It was reported that balloon rupture occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent balloon ruptured. The device was removed, and the procedure was completed. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the left anterior descending artery.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 20mm stent delivery system was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. A visual and tactile inspection showed no issues identified with the hypotube shaft. A visual, tactile, and microscopic examination of the outer and inner lumen and mid-shaft section found no issues. The balloon was returned in a deflated state. Crimp markings were visible on the balloon and consisted of solidified blood. No stent was returned. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent balloon ruptured. The device was removed, and the procedure was completed. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the left anterior descending artery.

Event description:
It was reported that balloon rupture occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent balloon ruptured. The device was removed, and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date was not provided.